Manufacturer narrative:
Clinical review: upon further review of additional information received, there is no allegation or documentation that indicates the liberty cycler caused or contributed to the patient¿s fall during ccpd therapy. To date, there have been no reports of the patient tripping over any pd related equipment nor any patient medical problems during ccpd treatment that would have caused or contributed to the fall. Based on the available information, the patient¿s fall was most likely related to side effects from new medications the patient was taking for her neuropathy, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient contact requested a replacement liberty cycler due to the cycler being damaged after falling on the patient. The patient¿s contact reported to technical support that during a treatment on (B)(6) 2018 the patient went to go to the restroom and tripped and fell. As the patient was falling the patient grabbed the cycler which fell on top of her. The patient was hospitalized for four days due to a shattered ankle which was caused by the fall. The patient was advised to discontinue use of the cycler. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not trip on they cycler set tubing. The patient likely fell due to medication that the patient was taking for neuropathy. No other complications was reported. No treatments reportedly missed. The cycler was replaced.

Manufacturer narrative:
Plant investigation: the reported complaint symptom code physical damage was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. The simulated treatment was performed, completed without failures or problems. The voltage check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."